Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that left ventricular (lv) lead capture could not be confirmed on the current electrogram (egm). It was also noted that the the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of the threshold value for an observation related to the device feature that automatically monitors pacing thresholds. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.